Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented for device change out due to eol. Upon review of fluoroscopy, exposed conductors due to lead fracture were observed. Physician attempted to command shock patient and was unsuccessful due to impedance issue. The lead was capped and replaced. Patient condition is good.